Manufacturer narrative:
(B)(4). The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported hearing beeping tones from the device. However, the pattern the patient heard was not typical of what the device emits. The patient reported hearing three short beeps followed by a long beep. The device was interrogated and no red screen or error code was displayed. The device data was sent to technical services for review. Engineering found the device underwent a reset for a memory error. The memory error was self-corrected during the reset. The device would have emitted 14 beep tones. The device was functioning normally. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported hearing beeping tones from the device. However, the pattern the patient heard was not typical of what the device emits. The patient reported hearing three short beeps followed by a long beep. The device was interrogated and no red screen or error code was displayed. The device data was sent to technical services for review. Engineering found the device underwent a reset for a memory error. The memory error was self-corrected during the reset. The device would have emitted 14 beep tones. The device was functioning normally. No adverse patient effects were reported. Additional information was received. In july 2019, the device emitted beeping tones again. A review of available device data confirmed another benign reset had occurred. Engineering confirmed the reset corrected a memory error and the device was functioning normally. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed because the conclusion code was updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported hearing beeping tones from the device. However, the pattern the patient heard was not typical of what the device emits. The patient reported hearing three short beeps followed by a long beep. The device was interrogated and no red screen or error code was displayed. The device data was sent to technical services for review. Engineering found the device underwent a reset for a memory error. The memory error was self-corrected during the reset. The device would have emitted 14 beep tones. The device was functioning normally. No adverse patient effects were reported. Additional information was received. In july 2019, the device emitted beeping tones again. A review of available device data confirmed another benign reset had occurred. Engineering confirmed the reset corrected a memory error and the device was functioning normally. No adverse patient effects were reported.